Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the devices touchscreen kept losing calibration. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the biomed customer calibrated the screen a few times, and over time it would be out of calibration again. The rse provided parts ID for the touchscreen. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 17sep2024, it has been confirmed that the device has been pulled from service. The department is in process of selling the device and chose not to repair. The customer has declined service and repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.